Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful due to lead damage. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of conductor coil being constricted and out of alignment, likely from over torque while trying to extend, or retract the helix..

Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful due to lead damage. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.